Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received insulin flow blocked alarm. The customer's blood glucose was 181mg/dl at the time of incident. Customer decline for continue troubleshooting. The device will be returned for analysis.

Manufacturer narrative:
Unit passed the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Insulin flow blocked alarm functions properly during basic occlusion and occlusion test. No unexpected occlusion alarm noted during testing.